Manufacturer narrative:
Biotene is manufactured in (B)(4) in the united states and neither the product nor the lot number for this product is available. (B)(4).

Event description:
This case was reported by a healthcare professional, via a sales rep, and described the occurrence of worsened celiac disease in a pt who received oral moisturisers (biotene moisturizing mouth spray (2013 formulation) for an unk drug indication. Concurrent medical conditions included celiac disease. On an unk date, the pt started oral moisturisers (single dose). At an unk time after starting oral moisturisers, the pt experienced worsened celiac disease. This case was assessed as medically serious by gsk. At the time of reporting, the event was resolved. Reporter in this case is the office manager for the dentist's office. She stated that the pt used biotene mouth spray and after just one use started to have major celiac symptoms which lasted 3 weeks. This pt believes the ingredient in biotene which seems to be the culprit is the hydrogenated castor oil.